Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was initially received from a consumer regarding a patient who was receiving an unspecified drug via an implantable pump for lumbar radiculopathy and spinal pain. It was initially reported on (B)(6) 2016 that the patient's catheter was leaking or disconnected and after a bolus their left side went numb especially around the pump. It was further reported that the patient experienced increased pain; no pain relief. On (B)(6) 2016, it was later reported that the patient was numb to his armpit to his feet. The date of the event was (B)(6) 2016. The patient used their personal therapy manager (ptm) earlier in the day, but not at the time that he went numb, it was 3 hours past the time that he used the ptm. The patient was sitting in the chair watching tv and when he got up to get water he noticed the numbness. The patient has not had any falls or trauma lately. The patient indicated they had no feeling. Previously a medication change occurred and the pump was reset on (B)(6) 2016. As of (B)(6) 2016 the pump was currently administering hydromorphone with concentration 40 mg/ml at a dose rate of 15.004 mg/day and bupivacaine with concentration 10 mg/ml at a dose rate of 3.751 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.